Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device was at elective replacement indicator and had possible premature battery depletion due to increased battery impedance. The device will be explanted and replaced. There were no reported patient complications as a result of this event.